Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device are defective, and this was first noticed 3-4 weeks ago when attempting to bolus. Pt noticed when pressing the up button, the bolus increment increased by 1.0 unit instead of 0.5 units. The down button did not respond. Pt has used this infusion device for 2-3 years and boluses 6-7 times per day. Buttons pop up after being pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.